Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the device involved in the incident, it was determined that the drawer had failed. The field service engineer (fse) found that the control card had no lights on the board, indicating a failure. The fse replaced the control card and discovered that the latch magnet was shorting out the controller card. The latch was replaced. After rebooting and running hta, multiple staples and medications were found under the pockets. The fse removed all medications and debris, then verified the device¿s operation with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 was failed and not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.